Manufacturer narrative:
The lead is not able to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, the tip of this right ventricular (rv) lead became stuck near the tricuspid valve. The lead was manipulated, but was not able to be removed. The lead was severed and remained within the patient. A new lead was successfully implanted. No adverse patient effects were reported.